Event description:
Newlife elite oxygen concentrator ignited and caused a fire, which engulfed pt. Burns led to her death.

Manufacturer narrative:
Airsep is coordinating with attorney to inspect the device. A follow-up report will be done afer inspection.